Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-mar-03, information was received from a patient receiving baclofen (unknown dose and concentration) via an implantable pump for spinal pain. It was reported that the patient's pump "went dead before". The patient clarified that she meant that her pump "ran out of medication" and stated that this happened "several days before it was supposed to". The patient stated that at the time this happened, her pump had been out of medication for several days before the pump alarmed. The patient stated that his occurred because the healthcare professional (hcp) forgot to adjust the date following having her pump refilled. The patient stated this issue occurred in "late 2018 or early 2019". No symptoms or patient complications reported.